Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and was confirmed through an x-ray. Prior to the procedure, it was noted that the lead exhibited intermittent capture at maximum output with no sensing. A new lead was implanted. No additional adverse patient effects were reported.